Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the obtuse marginal vessel. The 3.75 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without issue. The balloon was successfully inflated; however, the balloon failed to deflate after second inflation. Double negative pressure was applied and a separate syringe was used to apply negative for 5 minutes. The balloon catheter was pulled back to the guiding catheter and intentionally ruptured to deflate the balloon. The balloon catheter was then withdrawn to the guiding catheter tip, but could not be withdrawn into the guiding catheter; therefore, the balloon catheter and guiding catheter were removed over the .014 guidewire as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The inner and outer members were stretched at the proximal end of the proximal seal for a length of 2mm. The outer member was torn for a length of 1.5mm at the stretched shaft distal to the mid lap joint. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the balloon dilatation catheter from the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and additional treatment appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.